Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative reported that the cause of the event had not been determined. The device had been replaced. No additional troubleshooting was performed. The battery was at end of life.

Manufacturer narrative:
Analysis of the ins battery found normal end of life with telemetry and output okay. A computer longevity estimate was completed based on the parameters the device had when received for analysis. The information obtained from the ins upon receipt indicated the device had reached eos (end of service). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported that the battery was at end of life (eol) after only several months of use despite using standard programming variables of 60 hz, 330 s, and 4-5 volts. It was confirmed that programming was not at extreme range. The battery is going to be explanted on (B)(6) 2017 and replaced with a rechargeable battery. The issue has not been resolved at the time of report.